Event description:
It was reported that, "during a laparoscopic surgical procedure, the seal separated from the device and dropped into the surgical field. It was retrieved. There was no effect on the patient or the procedure."